Event description:
"When the bag gets to be empty, the pumps are not alarming. The pump is still pumping but the bag and the tubing are empty from the top. The patient's blood is backing up in the tubing below the pump, and the pump looks like it is 'pulsating' but nothing is being delivered since the bag is empty." The issue was reported to have occurred randomly and the nurse manager did not know any specfic names of the medications involved. The typical volumes programmed to be infused are 100ml, 250ml, and 500ml, typically over one hour and sometimes over 30 minutes. The pharmacy provides the secondary medication bags with the IV tubing already attached to the bags and primed. The nurses use the IV tubing and program the medications. The infusions are being run on flogard pumps, 6201. Initially, a primary bag of either saline or detrose is gravity infused with the tubing 2h8519, "for flush." The secondary bag medications are generally chemotherapy agents, occasionally anti-emetics infused with the same tubing, 2h8519. The chemotherapy medication is connected, "piggybacked," to the primary line of saline or dextrose below the pump. When the flush is completed, the primary line is clamped and then the IV tubing (secondary line) with the chemotherapy medication is inserted into the pump. The pump is programmed and started. There was similar issue reported occurring once with a primary line infusion saline with the pump; where the nurse primed her own tubing. The nurse manager reported the facility sees approximately 40-60 patients / day and the events occur an average of 15 times / day within the last 4-6 weeks. As a result of this issue, peripheral IV lines are clotting an average 10 / week. The patients have either central lines or peripheral IV lines but only peripheral IV lines have been found to be clotting. The llines have to be replaced. The nurse manager stated that no patient injury and no medical intervention has occurred as a result of this issue.